Event description:
The following has been reported to hamilton medical ag on 14 march 2024 from a customer in egypt. It was reported that on march 13th 2024, hamilton-t1 ((B)(6)) showed start-up failure and o2 input flow failed during calibration. Qo2 mixer assembly failure. As immediate correction, examination with functioning power supply was performed and o2 mixer and complete calibration of the device has been performed. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be reltaed to: - hpo pressure out of range. - o2 mixer (prop.valve/connector). - qo2 sensor / cable. - rare: driver board with the driver stage for the o2 prop.valve. Accordingly, the following correction could be considered: check hpo pressure. Replace mixer assembly. If failure remain replace the driver board. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on (B)(6)2024 from a customer in egypt. It was reported that on (B)(6)2024, hamilton-t1 (sn (B)(6)) showed start-up failure and o2 input flow failed during calibration. Qo2 mixer assembly failure. As immediate correction, examination with functioning power supply was performed and o2 mixer and complete calibration of the device has been performed. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be reltaed to: - hpo pressure out of range - o2 mixer (prop.valve/connector) - qo2 sensor / cable - rare: driver board with the driver stage for the o2 prop.valve accordingly, the following correction could be considered: check hpo pressure replace mixer assembly if failure remain replace the driver board as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.